Manufacturer narrative:
Additional information: h4 device manufacturer date. This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910. General information: complaint: (B)(4). Information to the sample: model: perfusor space, article number: 8713030, serial number/batch: (B)(6), software version: n030005, hours of operation: 5285, seal: yes (black production seal), further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The expiration date specified by the customer was 2025-05-11. The therapy that ended on (B)(6) 2025 was already started on (B)(6) 2025- so the history was analyzed from (B)(6) 2025. The infusion was started on (B)(6) 2025, with an omnifix 50 ml syringe. Several rate changes had been made up to the date of the incident, and the syringe was replaced three times, each time with an omnifix 50 ml syringe. All volumes of the infused syringes were summed during therapy. At the end of therapy, a total volume of 89.15 ml was displayed. No abnormalities were found in the history log. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. The device is in a clean state and no visible damaged parts are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A b braun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. No abnormalities were found. Individual inspection: ops 50ml: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,82%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24 disassembling: during disassembly no faults were found inside. - judgment: the complaint could not be confirmed. The flow rate deviation complained by the customer could not be reproduced during the investigation. A delivery accuracy measurement was carried out and no deviations were found. Addition information: multiple syringes were infused during a therapy session. If the intermediate volume shown on the display is not cleared, the infused volumes of all syringes are summed. In this case, the displayed volume may differ from the infused volume of the inserted syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "the delivered volume shown on the display does not match the remaining volume in the ops syringe."

Manufacturer narrative:
Additional information: h6 codes updated.